Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump with assistance from technical support and was instructed to continue using the pump while monitoring for any recurrence of the malfunction code, which did not reappear after the reset.